Event description:
It was reported that a tapping sound was heard from the machine pump. Air began to fill the dialyzer one hour into a patient¿s hemodialysis (hd) treatment. Attempts to remove the air from the dialyzer were unsuccessful. The patient¿s arterial blood was returned and the patient was moved to a different machine to complete treatment. When the blood lines were removed from the blood pump, blood began to flow from the tubing to the floor. It was noted that there was gash in the blood pump tubing. The patient¿s estimated blood loss was 100 ml. It was confirmed the patient did not experience any adverse effects, serious injuries, or require medical intervention. The patient was able to complete their treatment. The sample is available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.